Event description:
It was reported that the patient experienced ventricular fibrillation (vf). It was noted that therapy was delivered appropriately through the patient's right ventricular (rv) lead, but was unsuccessful in converting the patient's rhythm. The patient experienced vf for about 8 minutes. Therefore, the physician elected to explant and replace the rv lead successfully. The patient was in stable condition after the procedure.